Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette from the cycler at the end of pd treatment. The liberty select cycler was loaned to the hospital by a fresenius acute clinic. The hospital technician (ht) reported the cycler was no longer in the patient¿s room and the cycler set used was from the hospital¿s supplies. The ht reported receiving three m31 air detected in cassette alarms during drain 4 of 6. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The ht was advised to discontinue the use of the cycler. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. There was no adverse event, symptom, nor medical intervention reported during the initial call. Patient information was not provided and it is unknown if the patient uses fresenius products at home or if their hospitalization was related to the use of a fresenius device, drug, or product. Multiple attempts were made to acquire additional information, however, to date a response was not received.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed on lots shipped to the clinic account in the last three months because records indicated there were no cycler sets shipped to this account. Trending was performed via risk management review. Since a physical evaluation and manufacturing review could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette from the cycler at the end of pd treatment. The liberty select cycler was loaned to the hospital by a fresenius acute clinic. The hospital technician (ht) reported the cycler was no longer in the patient¿s room and the cycler set used was from the hospital¿s supplies. The ht reported receiving three m31 air detected in cassette alarms during drain 4 of 6. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The ht was advised to discontinue the use of the cycler. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. There was no adverse event, symptom, nor medical intervention reported during the initial call. Patient information was not provided and it is unknown if the patient uses fresenius products at home or if their hospitalization was related to the use of a fresenius device, drug, or product. Multiple attempts were made to acquire additional information, however, to date a response was not received.